Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards and connectors were removed and reseated during the service call and power supply voltages were confirmed to be within specification. The system was tested and found to be working as intended and returned to service.